Event description:
It was reported by hvt sales representative that device was explanted due to endocarditis, no structural failure. I advised sales representative that we do not want devices back with endocarditis. No further information was provided. 05/21/09 operative report received indicates explant due to endocarditis with sepsis.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Requests were made via e-mail for the device, operative report, and additional information. 05/21/09 operative report received indicates explant due to endocarditis with sepsis. Device was returned for evaluation due to device infected with endocarditis with sepsis.